Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on day 10th of wearing the freestyle libre sensor. As a result, the customer was unable to monitor their blood glucose and experienced symptoms described as ¿could not swallow¿ and a loss of consciousness. The customer was unable to self-treat and received treatment of sugar via injection by a third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 0m000j8g92r has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. An extended investigation has been performed for updated serial number and the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on day 10th of wearing the freestyle libre sensor. As a result, the customer was unable to monitor their blood glucose and experienced symptoms described as ¿could not swallow¿ and a loss of consciousness. The customer was unable to self-treat and received treatment of sugar via injection by a third-party. No further information was provided. There was no report of death or permanent injury associated with this event.